Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® push button blood collection set it was difficult to activate the safety feature. The following information was provided by the initial reporter. The customer stated: "can't use the safety equipment."

Event description:
It was reported when using the bd vacutainer® push button blood collection set it was difficult to activate the safety feature. The following information was provided by the initial reporter. The customer stated: "can't use the safety equipment."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. (Note: one photo was received but does not show a bd pbbcs device therefore could not be used as part of this investigation.) Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/22/2021. H.6. Investigation: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for preactivation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode preactivation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® push button blood collection set it was difficult to activate the safety feature. The following information was provided by the initial reporter. The customer stated: "can't use the safety equipment."